Event description:
A customer in the us has reported that the tubing of an ojr418 optiflow junior 2 nasal cannula was detached from the cannula end. It was further reported that four other units were affected. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Section d4: lot number details were not provided for additional units by the customer. Section d4: UDI details were not provided for additional units by the customer. Section h4: device manufacturing date details were not received for the additional units from the customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.